Manufacturer narrative:
Follow-up # 1 date of submission 01/28/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/14/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual examination of the pump, the keypad cover was observed to be torn between the up arrow and contrast buttons and at the bottom of the keypad cover. During testing, all of the pump keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts. The bolus button cover was also observed to be missing; the bolus button function could not be tested due to the missing cover. Unrelated to the complaint, the display screen text appeared dim, faded, and discolored. Additionally, multiple battery compartment cracks were found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the entire keypad was missing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.